Manufacturer narrative:
H6. Adverse event problem, type of investigation - correction - code b20 for &#34;device not available for testing&#34; was not included in initial MDR.

Event description:
During generator replacement, impedance was checked multiple times on the replacement generator and low impedance was observed three times and then resolved with subsequent diagnostics. It was noted by the sales representative that the surgeon may have pulled on and out the lead while in surgery to check if the pin would slipped out. The surgeon cavity was asked to be checked. No low impedance was observed in the programming data. The explanted generator has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
G3, corrected data: initial report inadvertently reported the date of the event received by the manufacturer as 12/10/2020 and should have been 12/14/2020. This section has been updated to this supplemental 3 report's date of submission for the purpose of this correction. G3, corrected data: supplemental report 2 inadvertently reported the manufacturer received date as 03/29/2021 and should have been 04/23/2021 and the report was a correction. This section has been updated to this supplemental 3 report's date of submission for the purpose of this correction.

Event description:
Explanted generator was returned and product analysis was performed. Generator analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. No additional relevant information has been received to date.